Event description:
It was reported that the mattress had blood stains all over the inside. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: unit was scrapped.